Event description:
It was reported difficulties were encountered withdrawing this biopsy needle from the patient during a breast biopsy procedure. Withdrawal of the needle was eventually achieved without any trauma to the pt. However, following removal of the needle from the patient, visual examination revealed the outer cannula was bent. Another device was used to successfully complete the procedure without any patient complications. The patient's condition is good. This device was destroyed by the user facility. Therefore, no failure analysis will be available. As a lot number for this device was not provided, a device history search could not be performed. Follow up indicated the device was test fired outside the patient. User technique during preparation of this device may have contributed to this event. However, co is unable to determine the exact cause for this event. Co's directions for use state: "before use: remove protective sheath and visually check stylet and cannula tip for any sign of damage. If any damage is evident, do not use or attempt to repair... Warning: test firing the needle without stabilization may damage the cannula tip. ...do not leave the needle cocked with the springs under tension until ready to use."